Event description:
Caller indicated the relion confirm meter is not reading correctly. Customer states he checked it 730 am and got a 146, took insulin and ate breakfast, then checked it again at 330 pm and meter read the same 146. He felt weak, sweating, shaky and thirsty. States he doesn't feel the meter is right cause its giving the same reading 8 hours later, did not have control solution, stated he is doing everything right. Replacing meter, strips and sending control solution.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.